Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with a cardiac resynchronization therapy defibrillator (crt-d) device had a leaked mitral valves. The was no further information provided. The pacemaker device remains in service. No additional adverse patient effects were reported.